Manufacturer narrative:
The device was not returned for analysis. An event of death, hypotension, and cardiac arrest was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The event was reviewed by an abbott senior director of medical affairs. Based on all available information, causes for the reported death, hypotension, and cardiac arrest could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, 29mm navitor valve was selected for implant in an extremely fragile patient. During the procedure, after pre-dilation with a 20mm non-abbott balloon, the patient experienced a continuous decrease in blood pressure. The valve was successfully implanted without issue. After 40 minutes of cardiac massage to restore the patient's condition, they ended up passing away due to cardiac arrest. There was no alleged consequences due to the abbott devices.

Event description:
It was reported that on (B)(6) 2024, 29mm navitor valve was selected for implant in an extremely fragile patient. During the procedure, after pre-dilation with a 20mm non-abbott balloon, the patient experienced a continuous decrease in blood pressure. The valve was successfully implanted without issue. After 40 minutes of cardiac massage to restore the patient's condition, they ended up passing away due to cardiac arrest. There was no alleged consequences due to the abbott devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.